Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of debris in channels was confirmed. The foreign material was removed. Insufficient or incorrect reprocessing scope was used for the next procedure. The following additional findings were also noted: broken adhesive on the bending section cover, the plastic distal end cover was cut off, switch button one is worn, angulation in the up direction is out of standard value due to worn angle wire, and deformed suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus medical field service representative reported on behalf of the customer, gastrointestinal videoscope has debris in channels, including sub-conveyor channels. The malfunction was found while preparing for use and they were able to complete the diagnostic procedure with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e3 and g2. G2 had health professional box checked when it shouldn't have been. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tip of a cleaning brush could not be determined. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.